Manufacturer narrative:
H2, h6 updated the valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imaging evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint deflate balloon balloon deflation difficult/unable. As the complaints for deflate balloon deflation difficult/unable was unable to be confirmed, a lot history and complaint history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following instructions for use (IFU) and training manual were reviewed: IFU for commander delivery system, us and device procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaint for deflate balloon deflation difficult/unable was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. However, a review of the DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, once valve was fully deployed, the physician started to pull negative on balloon and rapid pacing was stopped but the balloon was still inflated and the valve embolized aortic. Per additionally clarified information, it took approximately 5sec for the balloon to deflate. It was believed that the nurse who ran the pacer stopped pacing before the balloon was deflated. Per the IFU, when the balloon catheter has been completely deflated turn off the pacemaker. If rapid pacing protocol was discontinued prematurely, the movement of the heart would have caused the balloon to interact with the deployed valve, dislodging the valve out of the annulus (embolization). In this case, the deflation time was 5s. Assuming the time to inflate the balloon is the same as the deflation time (5s per step). With additional 3s to hold the inflation (dwell time) as prescribed per training manual. However, without device return, the conformity of the device could not be verified and a definitive root cause for deflation difficulty remains unknown. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.

Event description:
As reported, the valve was deployed during rapid pacing of 180 bpm but mean pressure was in the 60's. Once valve was fully deployed, the physician started to pull negative on balloon and rapid pacing was stopped before balloon was deflated and the valve embolized aortic. A second valve was prepared and delivered with no issue. The patient was transferred to ICU in stable condition.

Manufacturer narrative:
Investigation is ongoing. Device not returned.